Event description:
During a bowel resection procedure, a plcr60b attached to an i60s was used to transect the jejunum. After firing, the reload stuck to tissue. When the plcr60b was removed, malformed staples were observed in the tissue and there was some leaking. The staple line was reinforced with sutures.

Manufacturer narrative:
The returned plcr60b reload had some damage consistent with it having been improperly loaded into the concomitant device (i60s). A new reload cover has been implemented. The new cover will provide to the user positive feedback that the reload has been properly installed.